Event description:
Customer reported device = 199 mg/dl. Customer felt it was lower, however bolused .04 units of insulin. Customer went to the doctor. Doctor device = 89 mg/dl fifteen minutes later. Customer was given orange juice and sent to another doctor for testing. Second doctor device = 40 mg/dl. Customer was given a glucose tablet and remained at the office until blood glucose elevated. No controls were used. A request was made for return product and replacement product was sent.